Event description:
It was reported that the patient had hematuria on the evening of the (B)(6)2023 and again in the morning on the (B)(6)2023 during which they had low flow alarms. The patient was brought into clinic on (B)(6)2023 for assessment and interrogation. The urine analysis revealed a large amount of blood in the their urine as well as a red blood cell count of 31-75. The patient's haptoglobin was 99 and their lactate dehydrogenase (ldh) levels were within normal limits for this patient. The patient had no fever or chills, and no pain with urination. The patient had an echocardiogram performed on (B)(6)2023 which revealed mild mitral regurgitation. The patient was dehydrated which was thought to be the cause of the low flow alarms. The alarms resolved after increasing their fluid intake. There was a concern for a urinary tract infection and the patient was started on bactrim (sulfamethoxazole-trimethoprim) 2 twice daily for three days starting on (B)(6)2023. The patient reported feeling fine on their follow visit on (B)(6)2023. No more blood was found in their urine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Log files from the time of the event were submitted which captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.